Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted and therefore not available for evaluation. However, the patient's primary ((B)(4)) and backup system controller ((B)(4)) along with accessories (14v li-ion batteries, battery clips, power module, mobile power unit and universal battery charger) were returned for evaluation. The log file collected from returned system controller serial number (B)(4) (backup battery serial number (B)(4)) contained 240 events; however, the time which the recorded events occurred was unable to be determined as the system controller's clock was set to the default timestamp throughout the log file. The power, flow, and pi ranged from 6.4w to 25.2w, 0 to 12 lpm, and 0.3 to 6.1, respectively. The fixed speed was set to 9,200 rpm and the low speed limit was set to 8,800 rpm. Pump stops and speed drops below the low speed limit were recorded throughout the majority of the first 135 events. Low speed advisory/hazard, low flow hazard, backup battery fault, and replace system controller alarms were captured during these events. High motor current flags, time base faults, and backup microcontroller faults were also recorded during these events. The pump speed was recorded at the set speed in the remaining events until the driveline was disconnected at the end of the log file. Power elevations, low pi, and clock not set alarms were recorded throughout the log file. It also appeared that the system controller was connected to a power module until external power was disconnected at the end of the log file. Returned system controller serial number (B)(4) (backup battery serial number (B)(4)) appeared to be the patient¿s backup system controller as the collected log file only contained one event and was not captured being connected to a pump. System controller (B)(4) was connected to laboratory test equipment and a clock not set alarm activated. The clock was synced without issue and the controller entered charge mode as expected. Inspection of the backup battery information on the test system monitor screen noted that the cumulative usage time of the backup battery was 44 minutes. The two returned system controllers passed functional testing using laboratory test equipment and were able to support a mock circulatory loop for an extended period of time without any issues while connected to the returned power module and patient cable. Manipulation of the controller¿s power cables and of the patient cable had no effect on system operation. The controllers were also connected to the returned 14v li-ion batteries, battery clips, and mpu. The returned equipment was able to operate on a mock circulatory loop without issue. The returned batteries were connected to the returned universal battery charger and all four of the batteries were accepted for charge; however, they were in need of calibration. The housing of system controller (B)(4) was opened and visual inspection found that the printed circuit boards and electrical components were in unremarkable condition. The returned system controllers and accessories were able to support a mock circulatory loop as intended during analysis and the events recorded in the log file collected from (B)(4) were unable to be reproduced. Due to the timestamp being recorded at the default value for the entirety of the log file, the proximity between the events in the log file and the reported time of the patient¿s expiration was unable to be determined. The root cause of the system controller¿s clock being reset and the recorded log file events was unable to be conclusively determined during this investigation. A review of the device history records for all the products revealed that all products met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Concomitant medical products - the following products in use with the patient at the time of the event have been returned for investigation. The evaluation is not yet complete. Heartmate ii system controllers (serial #s (B)(4)); heartmate universal battery charger (serial # (B)(4)); heartmate power module (serial # (B)(4)); heartmate mobile power unit (serial # (B)(4)); heartmate 14 volt li-ion batteries (serial #s (B)(4)); heartmate battery clips sets (lot number 163815, qty 2); heartmate power module patient cable (lot number 11015052601). Approximate age of device- 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 at a sub-acute rehabilitation (sar) facility. The vad clinician team was not notified of any alarms or problems until after the patient expired. Cause of death was not known to the vad clinicians. The family was reportedly told by the caretakers at the rehabilitation facility that the patient passed away peacefully while sleeping. It was reported that the patient was embalmed and the lvad was not explanted. An autopsy was not performed. Interrogation of the patient¿s primary system controller by the vad coordinator showed multiple alarms in the history file including clock not set, low speed advisory, replace controller, replace backup battery, low flows, pump off, all with no time stamps. The log file from the primary system controller was submitted to the manufacturer for analysis. Review of the submitted log file by the manufacturer¿s technical services representative indicated a total loss of external power to the system controller. At some point, power was restored to the system and the pump struggled intermittently to maintain the set speed. Based on the log file data, it could not be determined how long the pump was stopped.